Manufacturer narrative:
The endowrist one vessel sealer instrument has not been returned to isi for failure analysis evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: during use of the vessel sealer instrument, the patient's tissue was not adequately sealed, causing the patient to ooze blood. While there was no patient harm, adverse outcome or injury reported, recurrence of the reported malfunction could cause or contribute to an adverse event. It is unknown what caused the vessel sealing issue.

Event description:
It was reported that during a da vinci assisted adhesiolysis of ventral hernia procedure, it was observed that the vessel sealer instrument did not seal well. On 05/25/2016 the intuitive surgical, inc. (Isi) clinical sales representative (csr) who reported this complaint provided additional information. According to the csr, the surgeon was using the vessel sealer instrument on messentery, fat and peritoneum tissues. The vessel sealer instrument did not create a solid seal, which required the surgeon to re-seal the patient's tissue multiple times prior to cutting the patient's tissue to prevent the patient from bleeding. According to the csr, the integrity of the tissue being sealed was normal and there was not a lot of fluid in the surgical site. During the sealing cycle the audible tones were heard coming from the erbe generator. At the end of the sealing cycle, the tones were also heard coming from the erbe generator. The tones coming from the erbe generator were normal. The csr does not know the duration of the sealing cycle tones. The site installed a replacement vessel sealer instrument. A replacement 2nd vessel sealer instrument was installed to resolve the reported issue. According to the csr, she does not recall she indicated that she does not recall that there was an issue with the replacement vessel sealer instrument. On 05/25/2016, isi contacted the surgeon who performed the surgical procedure. According to the surgeon, the issue with the vessel sealer instrument occurred during initial use of the instrument. He indicated that he took small purchases of tissue and the tissue size was not > 7mm. The tissue bundles did not contain calcified vessels. He did not encounter any clips or staples while sealing the patient's tissue. He indicated that after he initially sealed/cut the patient's tissue the patient experienced some oozing. He indicated that he continued to use the vessel sealer instrument in its condition and after the occurrence of the oozing experienced by the patient, he made the decision to seal and inspect subsequent seals to ensure that the patient's tissue was adequately sealed to prevent any further patient bleeding. A bipolar forceps instrument was used to stop the oozing blood. The surgeon indicated that in an effort to resolve the issue with the initial vessel sealer instrument the surgical staff rebooted the system; however, the issue persisted. The planned surgical procedure was completed and there was no harm to the patient. The patient did not require any blood transfusion as a result of the oozing blood.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed the device evaluation. Failure analysis was unable to confirm the customer reported complaint. The instrument was installed on an in-house system and passed self check and electrical continuity testing. White smoke was observed to be coming from a wet paper towel during the energy delivery testing.